Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient plans to move forward with an ipg replacement surgery at a later date due to increased recharge burden of his ipg. It is unknown to the manufacturer at this time how frequently the patient is having to recharge his ipg. Surgical intervention may take place at a later date to address the issue.